Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that a recharger antenna failure (no device found message) and fail t6030 (rms voltage at the h field probe). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they have had issues with connecting to their implant to charge for a couple of months now, maybe longer. Pt said that the recharger antenna is very finicky when they are trying to charge their implant and sometimes they need to reposition 5-7 times to get connected to charge their implant. Pt said other days they get lucky and they are able to connect right away. Pt said that today while trying to charge their implant a message displayed that said to "call medtronic". Pt said they didn't remember the details to the message. Pt said they called the medtronic rep and did troubleshooting for a long time. Pt said they reset the controller and tried to get connected to their implant to charge, but they were unable to get connected. Pt said that they saw all 0s when they tapped recharge on their controller; pss understood this was all 0s in passive recharge mode (prm). Pt also said that they could feel heat coming from the recharger antenna (rtm).